Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient thinks the infusion device does not deliver enough insulin. For 1.5 weeks the device had been displaying e6 (mechanical error). The patient noticed dampness in the insulin cartridge compartment of the device. On (B)(6) 2013 at 8:00pm, her blood glucose level was 123 mg/dl. At 11:30pm the device displayed e6 and she changed the insulin cartridge and infusion set; her blood glucose level was 249 mg/dl and she administered 2 units of insulin via injection. On (B)(6) 2013, at 1:30am her blood glucose level was 270 mg/dl, she administered 4 units of insulin via the infusion device, and her device again displayed e6. At 5:00am her blood glucose level was 220 mg/dl and she administered 2 units of insulin via the infusion device, at 7:30 it was 329 mg/dl and she gave herself an insulin injection. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.